Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the audio condition which was observed at power up. The evaluation found the cause to be a failed back flex the rear case was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had no audio alarm. It was also reported there was no patient involvement.